Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no: c03091) for female sterilisation. The patient had a medical history of uterine fibroid, heart disease, unspecified, uti, uterine fibroid, dyspareunia, parity 3, multi gravida, dysplasia, urinary tract infection, herpes nos, anxiety, prolonged periods, painful periods, vaginal discharge and anxiety. As concurrent condition the report mentioned autoimmune disorder (mother). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3079 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus bilateral salpingectomy diagnostic cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: findings: on the scout image, two essure coils are identified the endocervical canal has an irregular appearance. The endometrial canal is dilated. There are no fixed filling defects within the contrast column of the endometrial cavity. Both the left and right essure coils are in satisfactory position. There is no flow of contrast into either fallopian tube. Impression: successful mechanical obstruction of both the left and right fallopian tubes. Tubal non patency is confirmed. [Ultrasound scan vagina] on (B)(6) 2022: anteverted anteflexed uterus. Normal size of the uterus. Heterogeneous myometrium. Multiple uterine fibroids as follow. Heterogeneous partially hypoechoic sub serosal fibroid arising from the dorsal distal fundus in the midline measuring 3.5 x 4.1 x 4.7 cm. Heterogeneous mostly hypoechoic intramural versus subserosal fibroid arising from the right side of the distal body of the uterus measuring 2.8 x 2.3 x 2.2 cm heterogeneous mostly isoechoic intramural fibroid with. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Lot number added. Surgical pathology report added. Medical history , reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. C03091) for female sterilisation. The patient had a medical history of uterine fibroid, heart disease, unspecified, uti, uterine fibroid, dyspareunia, parity 3, multi gravida, dysplasia, urinary tract infection, herpes nos, anxiety, prolonged periods, painful periods, vaginal discharge and anxiety. As concurrent condition the report mentioned autoimmune disorder (mother). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3079 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus bilateral salpingectomy diagnostic cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: findings: on the scout image, two essure coils are identified the endocervical canal has an irregular appearance. The endometrial canal is dilated. There are no fixed filling defects within the contrast column of the endometrial cavity. Both the left and right essure coils are in satisfactory position. There is no flow of contrast into either fallopian tube. Impression: successful mechanical obstruction of both the left and right fallopian tubes. Tubal non patency is confirmed. [Ultrasound scan vagina] on (B)(6) 2022: anteverted anteflexed uterus. Normal size of the uterus. Heterogeneous myometrium. Multiple uterine fibroids as follow. Heterogeneous partially hypoechoic sub serosal fibroid arising from the dorsal distal fundus in the midline measuring 3.5 x 4.1 x 4.7 cm. Heterogeneous mostly hypoechoic intramural versus subserosal fibroid arising from the right side of the distal body of the uterus measuring 2.8 x 2.3 x 2.2 cm heterogeneous mostly isoechoic intramural fibroid with. Lot number: c03091. Production date: 2013-12-04. Expiration date: 2016-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2407 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2202 2407 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.